Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to hematoma and infection. This device was explanted. There was no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited hematoma and infection. A revision was performed and the ICD, along with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not confirm the reported infection and hematoma but was known to be an inherent risk with implantable devices.